Event description:
Precision falcon saw blade tip broke while in use during surgery. It broke into 2 pieces and both were recovered. No patient harm occurred. Surgeon aware of incident. New saw blade opened.